Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the shaft, balloon, in and on the hub. There was contrast in the inflation lumen. The balloon was tightly folded. This is all consistent with the balloon catheter being used in to the patient and the balloon not inflated. Analysis also noted blood in the inflation lumen which is likely due to a hole or tear in the shaft. Analysis noted no kinks or damage noted on the tip and to the inner member. The tip length, crossing profile and 2/3 balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre dilatation strategy, product placement technique, product size selection and accessory device support; and typically not associated with the product quality deficiency. Although no anatomical conditions were reported, no cross is not generally associated with product quality deficiency. Analysis also noted the hypotube was separated in two pieces, 11.4 cm proximal to the guide wire exit notch, but was held together by the jacket. The fracture faces were ovaled as if kinked prior to the separation. This type of fracture is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the balloon catheter material such that subsequent application of force or further handling can cause separation. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out of the torn shaft at the location of the broken hypotube which is likely how the blood in the inflation lumen was introduced. The hypotube separation was not reported in the initial incident information, so although it is unknown exactly when the hypotube became separated, the presence of blood in the inflation lumen would suggest it occurred during the procedure while in the body and/or guiding catheter. Analysis also noted multiple kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to have contributed to the reported failure to advance or hypotube separation of the sds. A review of the lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Overall, based on the information received and the returned product analysis, the failure to advance appears to be related to case circumstances and although a conclusive cause could not be determined for the noted shaft separation, tear in the shaft and kinks in the hypotube; there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All balloon dilatation catheters are 100% visually inspected for kinks. Additionally, a sampling of the product is destructively tested to verify lumen integrity.

Event description:
Device issue: proximal shaft. Time of device issue: during use. Adverse event: none. It was reported that the device would not cross the lesion. No patient effects were reported. No additional event or patient information is available. During return device analysis, a proximal shaft separation was observed.